Manufacturer narrative:
A non-sterile orbit mini complex fill 3x6 was received coiled inside of plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was unzipped and in good condition. The support coil was outside from the introducer on the proximal end but inside on the distal end, the gripper and embolic coil were received inside of the introducer, the gripper was found without damage and the embolic coil was found stretched. The embolic coil and the gripper were inspected under microscope and it was confirmed that the gripper was undamaged and the embolic coil was stretched. The stretched condition of the embolic coil and the broken suture were apparently caused by the use of excessive force applied to the unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil-unraveled/stretched" was confirmed. The cause of the coil stretched could not be conclusively determined, however, neither the analysis nor the DHR suggest that it could be related to the manufacturing process. Inspections are in place that prevents these kinds of damages leaving from the facility. Additionally during the investigation the customer does not report any damages on the device but indicate that it was repositioned; this repositioning process could be impact in the failure reported due to at the time of the coil was been repositioning the stretched condition could be occurred; therefore, procedural or handling factor could be impacted on the failure experienced by the customer; therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization of a 3x3.7mm aneurysm located in posterior communicating (pcom) artery, the orbit mini complex fill 3x6 coil (637mf0306/15408346) was repositioned and stretched. During repositioning, the coil was not left in the aneurysm while the microcatheter was repositioned. The entire system, the coil and prowler 14 microcatheter (mc) were removed from the site. The coil remained attached to the delivery system. Both the coil and mc were exchanged for other devices to complete the procedure. There were no damages (kinks or bends) or resistance noted with the mc. An adequate continuous flush was maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel and steam, and without any damages. A balloon or stent remodeling product was not used during the procedure. Other than the reported event, no other damages were noticed with any other section of the device; the coil was not detached, separated, fractured, etc and the delivery system was not kinked, bent, fractured, separated, etc). A non-sterile orbit mini complex fill 3x6 was received coiled inside of plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was unzipped and in good condition. The support coil was outside from the introducer on the proximal end but inside on the distal end, the gripper and embolic coil were received inside of the introducer, the gripper was found without damage and the embolic coil was found stretched. The embolic coil and the gripper were inspected under microscope and it was confirmed that the gripper was undamaged and the embolic coil was stretched. The stretched condition of the embolic coil appears to be related to application of excessive force applied to the unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. Based on the report that the stretching occurred during the repositioning process, factors that may have contributed include vessel/lesion characteristics and procedural manipulation. The exact cause of the coil stretched could not be conclusively determined, however, based on the analysis and the DHR there is no indication that it is related to the manufacturing process. Inspections are in place to prevent these types of damages from leaving the facility. Therefore, no corrective actions will be taken at this time.

Event description:
During a coil embolization procedure of an aneurysm located in pcom (3 x 3.7mm), the orbit mini complex fill 3x6 coil (637mf0306/15408346) was repositioned and stretched, but during repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned. Then, the entire system (coil and prowler 14 (mc) microcatheter) were removed from the site, and changed to other devices, including the microcatheter, to complete the procedure. The coil and microcatheter were removed as a unit for safety reasons. However, there were no damages (kinks or bends) or resistance noted with the microcatheter. An adequate continuous flush was maintained through the mc at all times. The mc was re-shaped prior to use with the shaping mandrel and steam, and without any damages. A balloon or stent remodeling product was not used during the procedure. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system (kink, bend, fracture, separated, etc), and the coil remained attached the delivery system.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.